Manufacturer narrative:
The event investigation is in progress. The harmonic ace instrument was returned and failure analysis was performed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed energy recognition. The instrument moved intuitively with full range of motion in all directions. The blade opened and closed properly. The instrument was fully functional. No product issue was found. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image looks like the instrument blade is broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument fractured and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed energy recognition. The instrument moved intuitively with full range of motion in all directions. The blade opened and closed properly. The instrument was fully functional. No product issue was found. Isi reviewed the site¿s complaint history, which showed no related complaints. A review of the site¿s instrument logs did not show this instrument was ever installed on the customers system. Image(s) and/or video clip(s) associated with this reported event were submitted for review. Based on the image from the customer showing a broken blade and the images from the returned product the images appear to be from different devices. The instrument returned had no damage. There is a possibility the customer returned the wrong instrument. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including use conditions and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.